Event description:
New information received notes that the patient had a scheduled right ventricular (rv) lead revision procedure. The rv lead was suspected to be damaged. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited noise oversensing that led to pacing inhibition. No intervention was performed. The patient was in stable condition.